Event description:
On 2/12/90 pt had orchiectomy and placement of testicular implant. On 1/24/94, at the parents request, the implant was removed. The pt had experienced no problems or untoward signs or symptoms. Both procedures were done by the same surgeon at the same hosp.